Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was range between 400 mg/dl. Customer reported that the reservoir leaks on the stopper part of it. Customer reported that the leak was at reservoir barrel. It was unknown whether the customer was using automode. Customer stated that the leak was pass second o ring. Customer stated that there was no air bubble in the reservoir. Customer reported that there was a crack on the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. No moisture damage or leaks found inside reservoir compartment.